Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was not evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument fractured. Subsequently, the procedure was completed with another device. No known adverse event was reported. No further information is available.